Event description:
It was reported that the integration system shut off during a case. The system eventually rebooted and was able to resume use. No information about duration of loss of image is available.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.